Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6.5 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient was in for a routine follow-up appointment when it was noted that the aneurx stent graft has migrated 2cms distal to the left renal arteries with no evidence of an endoleak. The proximal aortic neck currently measures 24mm - 26mm over a 1.5 cm distance and is healthy. There is no thrombus or plaque. The cause of the migration is aortic neck dilatation. The patient was treated with an endurant aortic cuff and the stent graft migration was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (stent graft migration). (Aortic neck dilatation).